Manufacturer narrative:
(B)(4).

Event description:
It is reported that the phyician was using a sprinter legend 3.0x12mm balloon to post dilate the lad and left main artery. The balloon would not deflate after it was deployed even though the inflation device was on negative pressure. A 20ml syringe was used to attempt to deflate the balloon and was unsuccessful, the balloon remained inflated and lodged in the left main artery. The full system was removed from the patient while the balloon still inflated and some trauma to a previously deployed non-medtronic stent in the left main artery was noted. An additional stent was deployed in the left main artery. No clinical sequelae were reported. Prior to using the balloon the sheath was noted to be very sticky and required force to remove. Resistance was noted when trying to remove the stylette. Evaluation summary: the device was returned within the guide catheter. The device was removed from the guide catheter without resistance. The balloon was still partially inflated. The balloon bond was stretched and necked with the bond length measuring outside specification. The transition shaft was stretched and kinked immediately proximal to the guidewire entry port. The guidewire entry port and distal shaft were ripped. A section of the corewire was exposed. It was not possible to inflate or deflate the balloon. A leak was detected at the guidewire entry port during pressurization of the device. Image review: procedural images confirm the presence of diffuse calcified disease in the lad with disease also present in the lm and the lcx. Multiple predilations were completed prior to the deployment of stents in the lad and lcx. During post dilation activities between the lm and the proximal lad what appears to be a 3.0 x 12mm balloon was inflated across the lm/lad while another device remained non-inflated across the lm and the proximal lcx. This was followed by the deployment of a stent in the left main. No evidence of why the 3.0 x 12mm balloon failed to deflate can be seen on the procedural images. The confirmed necking of the balloon bond cannot be identified on the images.

Manufacturer narrative:
(B)(4). Results: (the stretching of the balloon bond may have occurred due to the force required to remove the protective sheath.). Conclusions: (the stretching of the balloon bond may have occurred due to the force required to remove the protective sheath.)